Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor would not stay connected to the power supply. The customer had to tape the devices together. The hospital did not report any patient effects. The procedure was completed with the same device.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor would not stay connected to the power supply. The customer had to tape the devices together. The hospital did not report any patient effects. The procedure was completed with the same device.